Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl with high levels of ketones. Reportedly, the customer suspected the cause of the elevated bgs to be due to the insulin quality being bad. The customer changed the supplies and administered a correction bolus to address bg level. Recommendation was made to discuss diabetes management with health care provider.